Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-03588. It was reported that the patient experienced a lead migration. The lead was explanted and replaced. Effective therapy was restored post operation. Note: since it is unknown to the manufacturer which lead was explanted, both devices are being reported on.